Manufacturer narrative:
Product analysis conclusion: an image capturing the taper tip, spindle, section of the spiral member and graft cover was received. It was not possible to determine if the taper tip had detached based on the image. Deformation was observed to the graft cover. Deformation of the graft cover was confirmed through image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in the emergent endovascular treatment of a unknown size ruptured aaa on . It was reported that during the procedure, a cut down was performed on both sides. The esbf3214c103ej was deployed to the body gate in the right main side. A non mdt limb    was added to the left contralateral side. The main body's ipsilateral leg was completely deployed and removed. The tip was collected at the proximal side near the suprarenal stent using the usual procedure. The neck was tortuous, so the delivery system was removed while it was rotated. The trigger was pulled when the marker of the flow divider was exceeded, and then docking was attempted. Since it could not be docked completely, and it was thought that something might be stuck, the external slider was rotated slightly in the deployment direction and the delivery system was pulled towards the periphery.  (At this time, the proximal edge of the graft cover was around the external iliac artery , and the graft cover could have been caught if it was raised proximally. It is possible that the external slider was rotated too much towards the deployment direction than neces sary. It was in the proper position just prior to removal, but the physician may have rotated it while it was out of the angle of view of the fluoroscopy.) The device could be removed up to the area near the puncture site, however, something caught and it could not be removed more than that. Looking at the fluoroscopy again, the tapered tip was away from the spindle. (The reason for separation is unknown.) The puncture site was surgically widened and it was removed as it was deemed unsafe to continue. The intima was entangled between the tapered tip and the spindle. Afterwards, a non mdt stent was added to the same side of the main body. Touch-up was performed using a balloon, and evar was completed. The right leg was repaired using a patch. Per the physician the cause of the event was user error and the external slider being rotation too much. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.